Event description:
The device was used during an unspecified procedure. Reportedly, the suture broke. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/03/1997-supplement report #1 submitted to FDA. The exact cause for the reported condition could not be reliably determined.